Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A lady came into the (B)(6) office wanting to know the details of recalls of stryker products. She was a member of the general public and was wanting to know the information on behalf of her husband who had a knee operation 10 years prior and has experienced complications with regards to infection etc.